Manufacturer narrative:
The investigation of the subject device could not reproduce issues. Upon reception - the software smartview version 3.16 is installed on the subject programmer; - during and after interrogations of implantable devices, no freeze occurred; - it was possible to reach other screens without issues; - new parameters could be programmed; since no additional data such as date of the event and serial numbers of the implantable devices that were interrogated when issues occurred, no further investigation could be handled. The programmer will follow the normal workflow of repair and will return back to the field. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, there recurrent issues on the tablet. No additional information is available

Manufacturer narrative:
Additional description and information have been requested to the microport representative

Event description:
Reportedly, there recurent issues on the tablet. No additional infomation are available.